Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the customer was hospitalized due to high blood glucose of 593 mg/dl on (B)(6) 2017. Customer had stopped the pump the day prior due issues with the sensor. Customer stated he had ran our of sensors and was under the impression he was unable to use the insulin pump without them. Customer began to treat with manual injections and wen into diabetic ketoacidosis with blood glucose over 600 mg/dl. Customer is back on the insulin pump as now has the supplies for the sensor. Troubleshooting on the insulin pump was not performed. The device is not returning for analysis.